Event description:
Caller states the patient tested 2.8 inr on the coaguchek system and 5.5 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect device, however caller states strips are unavailable for return. Replacement was sent.